Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe contained air bubbles during the draw and was damaged, but still operable. The following information was provided by the initial reporter: "we have defective 10 ml syringes, they are ¿crushed¿ between 7 and 8 ml, as well as have a crack mark next to the bd mark. It presents air leakage."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-03-08. Investigation summary: sample, photos, and a video received for investigation. Upon visual observation, barrel cracked and damaged barrel are observed. A device history review was performed for lot 1228460, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated with the assembly process. Failure occurs in the transfer disks or in the cylinder inlet and go unnoticed by the operator. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe contained air bubbles during the draw and was damaged, but still operable. The following information was provided by the initial reporter: "we have defective 10 ml syringes, they are ¿crushed¿ between 7 and 8 ml, as well as have a crack mark next to the bd mark. It presents air leakage.".